Event description:
Clia inspector reported to horiba medical (horiba) that the minotrol 16 insert sheet (B)(4), stated "when running a control or a calibrator, the instrument flags may be ignored" and that the customer was literally ignoring all of the instrument flags. The clia inspector was on site and had questions on the qc mx072 run by the customer. The customer had submitted qc results from mx072 with high (h) and low (l) flags. The customer may have misunderstood that the h and l flags are important and indicate that the qc parameter result is outside of the assay range and not to be ignored. The clia inspector was advised that the high (h) and low (l) flags are important and to have customer check the results against the qc assay sheet. This is a labeling malfunction issue. A corrective action is being taken to remove the footnote from the assay sheet to help avoid any future confusion by end users.

Manufacturer narrative:
The statement was vestigial verbiage left over from a time when the software on the micro 60 did not have a specific qc mode and the differential flags generated when the qc was run confused some customers. Now that the software has been updated to include a qc mode, this statement is no longer needed and will be removed in future minotrol (B)(4) lots to avoid future customer confusion. The user manual for the abx micros 60 clearly states in section 1.2.6.2.: "error flags such as (h, l, *, s, !, for hgb) on control results are non-valid results). The parameters with these specific flags should be reviewed and questioned before continuing with the next level of control blood." Add'l cat # for mx053: c01a2043748, c01a2043752, c01a2043756. Pma510(k) #: k843962 k850755.